Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the procedure user cannot release the filter initially. User press the button but with no response from filter. User dissembled the release button and manually release the filter. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description "the filter cannot be released" from the femoral introducer, the provided images of the opened femoral introducer handle, imaging of the release button on the femoral introducer being pushed and investigation of the returned product. Investigation of the returned product concluded that it was according to applicable specifications. It is assessed that the product functioned as intended when unpackaged. The filter being loaded on the system before packaging along with applicable inspection processes ensures that the handle has functioned appropriately at that point in time. Upon return the femoral introducer is fairly bent/ kinked, therefore it is not possible to push or pull on the piston that is emerged from the cup. Kinks on the femoral introducer could indicate that the system has been exposed to excessive force when introducing the introducer through the delivery system, possibly due to tortuous anatomy, which may have lead to the filter not to respond as seen in the provided video. IFU states in warning section: excessive force should not be exerted to advance the filter through the delivery system. Disasembling the femoral handle would allow for more pressure to be applied on the release mechanism to release the filter manually, as described in the event description. No patient harm has be reported and the filter was released. There is no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.